Event description:
The second, third, and fourth sulus loaded onto the instrument handle did not function properly. Therefore, the surgeon decided to convert the procedure to an open surgery to complete the case without further incident. Procedure: laproscopic oesphagectomy. Pt status: no pt injury reported.